Event description:
It was reported that the patient experienced pocket stimulation when programmed to unipolar pacing. The lead exhibited noise and impedance less than 200 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.